Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a damaged. Customer's blood glucose was unknown mg/dl. The customer stated that the screen is scratched and difficult to read at times. Customer stated that slow to rewind, condensation inside the screen and unexplained no delivery alerts. Customer declined 24 hour helpline for assistance and report the incident for documentation only.